Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - drill. The reported event is confirmed based on the evaluation of the returned product. As returned, the end of the cutting feature is cracked and damaged. Material hardness and product identifier conform to print specifications. Wear and tear is seen, which indicates repeated use. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the review of the alliance glenoid tray, the central post reamer was missing a piece of metal at the distal tip. This malfunction was not identified during surgery and could not be linked to patient impacts. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.